Manufacturer narrative:
(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges friction and wear between the cobalt-chromium metal head and metal liner caused large amounts of metal ions and particles to be released into the patient's blood, tissue and bone surrounding the implant. As a result, the patient experienced severe pain, discomfort and inflammation. Doi: (B)(6) 2009; dor: (B)(6) 2017; (right hip).

Event description:
After review of medical records, patient was revised to address metal on metal reaction. Revision notes reported, patient had cobalt and chromium levels increasing with slight pain in her hip. Patient also had some moderate amount of osteolysis anterior cortex of the femur; a significant trunnionosis of the head and neck junction.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).